Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative responded back from follow up sent. It was reported that rep was unaware of cause of dvt. Patient was admitted to ICU and was on heparin drip. Unknown what other measures were taken while patient was in the hospital. Unknown if the dvt resolved. The did move forward with implant without incident. Information has been confirmed with physician.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 07-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturing representative (rep) regarding a patient with a wireless external neurostimulator (wens). It was reported that the patient had a buried paddle lead trial performed on (B)(6). The rep spoke with the patient on the (B)(6) and all was well. The rep spoke to him again on the (B)(6) in the evening and he stated that he was in the hospital with deep vein thrombosis (dvt). He was upset that he was not going to be able to get use out of the trial due to being hospitalized with a dvt. The rep spoke with the hcp on how to proceed and he stated that he and the patient have decided that it would be safest thing is to move forward with implant due to the patient being on heparin and being high risk with lead removal. The plan is to move forward with implant. The rep was unaware of any environmental or external factors that contributed to this event. The issue was resolved.